Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e2311. Health effect - clinical code :e2311.

Event description:
It was reported that shortly after vns surgery the patient was programmed on and was experiencing pain associated with vns stimulation at the neck, jaw, ear, headache, and eye (right sided). The office of the physician was contacted in which they ha reported that the device settings were reduced for both patient comfort and precluding a serious. The patient felt significant relief after this reduction in settings.